Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient a lot of heat in her stomach and skin tags on her stomach. The patient stated that there may have been an infection, but she was not sure if the skin tag was an infection. The patient stated that it was unknown when the therapy issues started. The patient had reportedly met with the manufacturing representative two days prior to this report and it was noted that the current was doubled. Additional information has been requested but was not available as of the date of this report.